Manufacturer narrative:
Product analysis: the delivery catheter system (dcs) was discarded by the facility, therefore no device analysis could be performed. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Review of the angiographic record shows the corevalve and delivery catheter system (dcs) were in good position for deployment. The cine continues to show the valve being deployed to the two-thirds mark, which is considered a good high implant. The cine then shows the corevalve fully deployed, but now located in the sinus of valsalva and no longer located in the annulus. There are no images of the final release of the corevalve from the dcs, and no images that show frame loop entanglement. From the available information, a conclusive cause for the entanglement and subsequent difficulty experienced by the physician to release the corevalve cannot be determined. A frame loop entanglement can occur based on the orientation of the frame loop and dcs tab to the patient anatomy, or based on the angle of deployment between the valve frame and the dcs. The instructions for use (IFU) provides the instruction to ensure both frame loops have released prior to removing the delivery catheter system (dcs), as well as techniques to release a frame loop if one remains attached. It is unknown whether the user followed the IFU to verify both frame loops were released. The device was not returned for analysis therefore a conclusive cause could not be determined. Hypotension is a known potential adverse effect per corevalve IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. In this case the hypotension resolved after the placement of the second valve. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was in a good position, however when the delivery catheter system (dcs) was pulled back for removal, it was noted that one of the frame loops was still attached to the dcs tab. Subsequently the valve was moved out of the annular position. While a second valve was being loaded onto a second dcs, hypotension was noted and the patient required resuscitation; central venous pressure (cvp) increased by 12 points. The second valve was implanted successfully. No adverse patient effects were reported. Both valves remain implanted.

Manufacturer narrative:
Additional information received noted that the valve moved out of the annular position it moved into the ascending aorta and left implanted in that position. The second valve was implanted 8mm higher than the first valve. The hypotension fully resolved after the implant of the second valve along with medications.

Manufacturer narrative:
No eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. (B)(4)